Event description:
It was reported through the litigation process that a vena cava filter detached and struts perforated the inferior vena cava and abdominal aorta. The patient reportedly diagnosed with retroperitoneal hematoma and expired.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten months later post filter deployment, the patient was admitted with right upper quadrant pain, which got worse, and the pain radiated around the back. After three years and four months, the patient complained of abdominal cramping and pain while guarded her abdomen and experienced syncopial episode. The patient was immediately made to lay on bed and was placed on monitor and while triaging the patient, the patient went unresponsive and began to have a fixed gaze. The patient reportedly expired due to cardiac arrest. On the next day, an autopsy was performed, and the internal examination of the chest and abdomen showed that there was a very large retroperitoneal hematoma consisted of predominantly clotted blood and there was extensive associated hemorrhage into the soft tissues of the small and large intestinal mesentery, and the bilateral peri-renal adipose tissues. The source of the retroperitoneal hemorrhage was from perforation of the abdominal aorta from a displaced/fractured umbrella filter in the inferior vena cava. Also, the inferior vena cava contained a white metal umbrella type filter in a suprarenal location and showed multifocal incorporation into the inferior vena cava wall associated with myointimal fibrosis, with several umbrella filter prongs extended several millimeters outside of the vena cava wall. Also, blood clots were enmeshed within the umbrella filter. A fractured umbrella filter metal strut was located within the wall of the abdominal aorta and was lying freely within the adjacent peritoneal cavity. The final comment was provided which mentioned that the filter showed a fracture and a portion had dislodged and penetrated the abdominal aorta, which caused massive internal hemorrhage, and this was a rare but acknowledged potential complication of vena cava filters. A death certificate was provided, and the cause of death was mentioned as abdominal aorta perforation with retroperitoneal hematoma due to complications of inferior vena cava filter, pulmonary thromboembolism prophylaxis and blunt force trauma with deep vein thrombosis. Therefore, the investigation is confirmed for the alleged filter migration, perforation of the inferior vena cava, filter limb detachment. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. As the lot number for the device was not provided, a manufacturing review will not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the litigation process that a vena cava filter detached and struts perforated the inferior vena cava and abdominal aorta. The patient reportedly diagnosed with retroperitoneal hematoma and expired.